Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2021, the following information was obtained from an online post on twitter. On an unknown date, a 19mm trifecta valve was implanted. On an unknown date, the valve was explanted. The patient status is unknown. Additional information has been requested and is pending.

Manufacturer narrative:
The event of valve explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On 22 february 20201, the following information was obtained from an online post on twitter. On an unknown date, a 19mm trifecta valve was implanted. On an unknown date, the valve was explanted. The patient status is unknown. Additional information was requested, however was not able to be obtained.